Event description:
It was reported that the pulse generator exhibited premature battery depletion.

Manufacturer narrative:
Final analysis found no telemetry due to normal battery depletion. After replacing the battery and downloading the product code the device functioned normally.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.